Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose (bg) ranged from below 200 mg/dl to over 500 mg/dl. The infusion set site was changed to address bg level.